Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: where did the needle was found? Could you please clarify how the needle was removed from the patient's body in case it was found in patient? Were there any patient consequences due to this event? Please confirm what is the patient's current condition? Could you please provide lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where did the needle was found? Could you please clarify how the needle was removed from the patient's body in case it was found in patient? Were there any patient consequences due to this event? Please confirm what is the patient's current condition? Could you please provide lot number?

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2020 and the barbed suture was used. It was reported that the needle tip was found 2 mm missing when the sewing was completed. With the help of c-arm fluoroscopy, the broken needle tip was found at last. Additional information has been requested.